Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently unavailable.

Event description:
The sales rep reported that during a rotator cuff repair procedure the tip of the customer's expressew iii needle broke off in the patient's joint when passing suture. The sales rep stated that x-rays were performed to locate the broken tip. The sales rep stated that the surgeon was able to remove the broken tip successful with no issue. The sales rep stated that the needle was used with an expressew iii gun and orthocord was used for suture. The sales rep stated that the gun was fired approximately nine times before the needle broke. The sales rep reported that the surgeon completed the procedure with another like device using the same gun without any further issues. The sales rep reported that there were no patient consequences but there was an hour delay in the case due to the device failure. The device will be returning for evaluation.

Manufacturer narrative:
The complaint device was not received and is therefore unavailable for physical evaluation. From past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. The reported condition cannot be confirmed at this point. We will continue to remain receptive to additional information and update our records to reflect new findings. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed 1 other dissimilar complaint for this lot of devices that were released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Not returned to manufacturer.